Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 470 mg/dl. Customer experienced diabetic ketoacidosis and hospitalization. Troubleshooting for high blood glucose was performed. Customer was in the emergency room and wanted to make sure the insulin pump is working properly. Customer experienced pain in the muscles of their chest, nausea and vomiting. Customer treated their high blood glucose levels using a manual syringe. Customer was advised to change their entire set, reservoir, insulin and treat their blood glucose levels per healthcare provider's instructions.